Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es server was not receiving messages. A technical support specialist confirmed the information technology department was able to get the es server responding again, and everything appeared fine. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server messages not crossing. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.